Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years 10 months post implant of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the gradient was 28mmhg. A second valve was implanted and the gradient improved to 6 mmhg.

Manufacturer narrative:
Correction to h6 based on additional information. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the increase in the patient's gradients 4 years 10 months post valve implant cannot be determined. Medical records requested were not received. There is insufficient information to determine if the event was related to a device malfunction. The valve is not available for evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.